Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used attempted to be used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the bile duct had stenosis and dilated with cre under normal pressure. During the dilation, the balloon burst at 7-8 atm. It was reported that no pieces of the balloon detached inside the patient. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst. Block h11: investigation results: the returned cre wireguided dilatation balloon was analyzed, and a visual and microscopic examination found that the balloon had a longitudinal tear. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon burst could not be confirmed. The returned device was inspected, and the balloon had a longitudinal tear. The longitudinal tear found in the balloon could have been interpreted by the customer as the reported event of a balloon burst. This physical damage is likely to have occurred due to factors encountered during the procedure, such as excess pressure, interaction with other devices, or anatomical factors. These factors and interactions could influence the damage found on the balloon. Also, it is possible that interaction with any kind of sharp surface during or previous to the procedure could create friction on the balloon and cause a longitudinal tear. Therefore, the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used attempted to be used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the bile duct had stenosis and dilated with cre under normal pressure. During the dilation, the balloon burst at 7-8 atm. It was reported that no pieces of the balloon detached inside the patient. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.